Event description:
It was reported that the patient presented to the hospital for a generator exchange procedure. Interrogation of the pulse generator noted that the right atrial (ra) lead exhibited high capture threshold and undersensing. The lead was explanted and replaced. The patient was in stable condition.